Manufacturer narrative:
Other, other text: h3: fifteen cadd administration sets from part number 21-7361-24 with lot number 4042852 were received in unused conditions inside a plastic bag with their original sealed packaging. The units were visually inspected at a distance of 12" to 16" under normal conditions of illumination; no damages nor workmanship defects were found. The samples returned were tested using the hydrostatic vessel; no leaks were found fleeing from the spike nor other joins, thus the failure mode reported was unable to be confirmed. There was no fault found with the returned samples.

Manufacturer narrative:
D5: additional information: it was reported the operator of the device was the patient.

Event description:
It was reported the device was in use and the device leaked at the IV bag spike. No adverse effects reported.